Event description:
It was reported that the device was completely explanted. It was noted that the product issue was unknown. It was further noted that it was ¿medical necessary.¿

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial #(B)(4), implanted: (B)(6) 2009, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the internal neurostimulator s/n (B)(4) found no anomaly. Analysis of the lead s/n (B)(4) found no significant anomaly. Analysis of the lead s/n (B)(4) found no significant anomaly. Analysis of the extension s/n (B)(4) found no significant anomaly. Analysis of the extension s/n (B)(4) found no significant anomaly. Analysis of the anchor found no anomaly. Analysis of the anchor found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.